Event description:
The pt had two leads implanted with the same lot number. It was reported the pt experienced pain around the dressing area following his trial implant procedure. The pt's dressing was removed and it was determined the pt had a reaction to the adhesive causing blisters. The issue is now resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.